Manufacturer narrative:
Reporter is a synthes employee. The instrument(s) was not returned and instead the investigation will be done based on the received image(s). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image shows the instrument separated. As the instrument(s) was not returned, an as received condition, dimensional inspection, material, or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an anterior spinal fusion on an unknown date, the 6mm kerrison was stiff when the surgeon tried to use it. It then broke into three pieces. There were other tools that could be used to complete the procedure. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a kerrison rongeur 6mm 40 degree. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: inspection flow: device interaction/ functional visual inspection: the kerrison rongeur 6mm 40 deg(p/n 289110640, lot # 0804k ) was received at us cq. Upon visual inspection it was noticed that the handle of the device fell apart from the assembly. Since there were no signs of spot welding or any retaining part on the drawing the defect can be concluded as fell apart. Please refer to the supplier e-mail in attached for retaining techniques of the screw. No other issues were identified with the device. Functional test: functional test was performed on the returned devices by assembling the handle to the device but it was difficult to put everything together. The complaint replication was unable to be performed. Dimensional inspection: dimensional inspection cannot be performed with the received condition of the device. The complaint is confirmed. Conclusion: this complaint was confirmed as the handle component of the device fell apart from the assembly. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for kerrison rongeur 6mm 40 deg was conducted identifying that lot number 0804k was released in a single batch. ¿ batch 1: lot qty of 3 units were released on nov 05, 2004 with no discrepancies. ¿ batch 2: lot qty of 100 units were released on nov 06, 2004 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary. Complaint summary: when the surgeon went to use the 6mm kerrison it was stiff - it then broke into three pieces as per photo attached. No effect to the patient we had other ones we could use. I was able to get the three pieces tagged and will be sent back with the loan kit. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows the instrument separated. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.